Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the curved needle insert is fractured, and the pusher assembly has been cycled two times. Part of the anchor and suture remains in the needle as well. There are also gouges on the curved needle insert which aligns with the report of using a grasper to remove the fragment. Part and lot information verified via product labeling. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a linear radio-opaque object at the posterior aspect of the lateral joint space consistent with the reported instrument tip fragment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: hong kong. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument when the tip fractured inside the patient. The surgeon was able to remove the fractured tip of the instrument with no foreign body retained by the patient.